Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The motor error alarm occurred during prime. Customer did not recall any significant events leading to the alarm. Customer did not receive a motor position encoder error alarm. The pump was not exposed to a MRI or a strong magnetic field. Customer had a CT one year ago. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.